Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack on the bottom of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Patient returned pump for alleged cosmetic damage at back of pump and label observed on (B)(6) 2022. Insulin pump received with blank display. The p-cap/reservoir does lock properly. Unable to perform displacement test, sleep current test, active current test, and self test due to blank display. Cleaned electrical board 1 board and electrical board 2 board with alcohol and no effect. Unable to download to thump due to blank display. Found no moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. Found moisture damage at battery tube. Replaced battery tube with test battery tube and pump no longer showed blank display. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, battery tube threads cracked, cracked case at corner of belt clip rails, faded label, and cracked keypad overlay. Alleged cosmetic damage confirmed: cracked case at corner of belt clip rails and cracked battery tube threads. Labeling anomaly not confirmed; however, faded label noted. Blank display confirmed due to severely corroded battery tube. Unable to download history files confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.